Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe s/t w/ndl rb had difficult plunger movement before use.

Event description:
It was reported that bd¿ syringe s/t w/ndl rb had difficult plunger movement before use.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date. Additional information: medical device lot #: 8059526. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-02-28.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that bd¿ syringe s/t w/ndl rb had difficult plunger movement before use.